Event description:
It was reported that a spectrum pump was experiencing a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom of symptom error 322. The upper aux assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.